Event description:
It was reported the pt's scs system was explanted due to a hematoma at the pt's scs lead site. After the explant the pt underwent an additional procedure to have more of the hematoma removed which afterwards the pt reported "feeling better" other than procedural soreness. As of (B)(6) 2013, the hematoma was completely resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.